Event description:
Customer reported that she is receiving no delivery alarms during prime. During troubleshoot; customer stated that the insulin did exit and insulin pump alarmed no delivery at manual and fixed prime. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.